Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown ,batch no. Unknown. It was reported that the potassium was elevated using the serum separated tubes. Unexpected and/or unexplained clinical or qc results. You indicated that you have experienced unexpected and/or unexplained clinical or qc results. Elevated potassium using the serum separated tubes (sst). Would redraw and then the value would decrease results that are not consistent with the patient¿s clinical condition. You indicated that you have experienced results that are not consistent with the patient¿s clinical condition. Elevated potassium using sst.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for erroneous potassium, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the potassium was elevated using the serum separated tubes. Unexpected and/or unexplained clinical or qc results. You indicated that you have experienced unexpected and/or unexplained clinical or qc results. Elevated potassium using the serum separated tubes (sst). Would redraw and then the value would decrease results that are not consistent with the patient¿s clinical condition. You indicated that you have experienced results that are not consistent with the patient¿s clinical condition. Elevated potassium using sst.